Manufacturer narrative:
On 11-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter. After the procedure, the doctor noticed some charring above the electrode. The patient had no complications. The char was noted above the electrode. It was between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no system errors, temperature issues, or flow issues noted by the doctor or medical team prior to finding the char. The correct catheter and generator settings were used. The pump was functioning properly during ablation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. The device was sent to the irvine facility for further analysis related to the char formation and from the same site (segeberger kliniken gmbh). When concluded the special investigation, the device was returned to the laboratory and additional testing was performed. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. After concluding the special investigation it was identified that there was not physical damage or anomalies on the device. No char residues were identified during the visual inspection. In addition, the irrigation holes were clean, no foreign material was identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. Finally, no issue related to the insufficient or peeling of the pu condition was observed. A manufacturing record evaluation was performed for the finished device number lot 31472761l and no internal action related to the complaint was found during the review. The char issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter. After the procedure, the doctor noticed some charring above the electrode. The patient had no complications. The char was noted above the electrode. It was between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no system errors, temperature issues, or flow issues noted by the doctor or medical team prior to finding the char. The correct catheter and generator settings were used. The pump was functioning properly during ablation. The generator parameters were as follows: ¿ qmode+, ¿ 90w, ¿ temperaure target: 55°c, ¿ temperature cut off: 65°c. The patient was anticoagulated with an activated clotting time (act) > 300. The value was maintained throughout the case. The physician determined that the amount of char was excessive per their standards and presented a possible risk. However, it was confirmed that the patient had no experienced any neurological symptoms post procedure.